Manufacturer narrative:
The sensor and lot information were not made available to masimo for evaluation. The hospital indicated that since they were not aware of the complaint, they would not have kept the sensor and lot information is not available. A review of the materials used in this sensor was conducted. Sensors are manufactured with materials which passed biocompatibility testing. This information was reviewed with the customer and no additional information was requested. During a follow up with the patient's parent, it was noted that the patient was prescribed a steroid cream. The patient is currently healing but a rash is still present. Per the directions for use(dfu): the lncs sensors are contraindicated for patients who exhibit allergic reactions to foam rubber products and/or adhesive tape.

Event description:
The patient's mother reported she was instructed by north collier hospital in (B)(6) to call masimo regarding an allergic reaction her child was having to the adhesive from the neo sensor (#2329) tape. The customer wanted to know what adhesive materials were used, so she could tell the emergency room personnel. The sensor was placed on the child's thumb.